Event description:
It was reported that the user experienced recurrent overnight low blood glucose on the first night using the ilet bionic pancreas with a dexcom g7, including a nadir around 39 mg/dl, after treating an initial low with a high-carbohydrate jelly candy that caused a rapid rise reaching 289 mg/dl and subsequent automated corrective insulin deliveries, resulting in repeated glucose excursions consistent with an improper or incorrect treatment method; no device component issue was applicable. Symptoms included hypoglycemia, hyperglycemia, and malaise. Outcomes included serious injury requiring unexpected medication intervention in the form of oral glucose administration. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to overcorrection of hypoglycemia leading to a yo-yo effect. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.